Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage post deployment occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 24x3.0 mm concentric target lesion with significant lesion bend of between >45 and <90 degrees was located in the mildly tortuous and mildly calcified right coronary artery (rca). After deploying a 3.00x24 mm promus element drug-eluting stent, a 2.0x20 balloon catheter was advanced for post dilation. However, it was noted that the previously deployed stent was deformed. Another stent was then deployed to cover the deformed stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.